Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 397 mg/dl, 177 mg/dl, 145 mg/dl, and 123 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Pt experienced tachycardia went into atrial fibrillation during the delivery of the ire for the second lesion located in the dome of the liver. The closest active portion of an electrode was less than or equal to 5mm from the pericardium. Anesthesia performed multiple interventions to correct the arrhythmia; beta blocker, lidocaine, cortizome, cardioaversion (20/50/70 joules). Cardioaversion at 70 joules resolved the arrhythmia. Anesthesia checked for electrolyte abnormalities and did not find any. Pt has normal EKG rhythm and recovered from anesthesia fine.